Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on july 17th reported the identify clinical diagnosis was uncomfortable stimulation and the outcome was it resolved without sequelae on (B)(6) 2018. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain and cervical/neck. It was reported that the patient experienced uncomfortable stimulation on (B)(6) 2018. The patient was not utilizing the device at night as they were having difficulty tolerating the stimulation. The device was reprogrammed. Etiology reported the event was related to the device or therapy, specifically to programming, but not related to the implant procedure. The outcome was reported as ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the exact cause of the uncomfortable stimulation was not known. No further complications were reported/anticipated.